Event description:
It was reported to kendall healthcare products in 4/01 that the connector to the arterial port snapped off when the pt was at home, shortly after placement at the end of month in 2001. Pt visited emergency room the next month following catheter placement. Cath was clamped off and new catheter was placed 4 days later. No injury to the pt was reported.